Manufacturer narrative:
Concomitant medical products: metasul taper liner, gg 32; ref#:00-8770-008-32; lot#:2513782. Shell with cluster holes porous 48 mm o.d.; ref#:00-8757-048-01; lot:61460734. Femoral stem 12/14 neck taper plasma sprayed; ref#:00771100600; lot#:61880425. The investigation of the case and the process of gaining necessary information is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2020 - 00211. This is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
The following was reported from a study: it was reported that the patient was implanted on (B)(6) 2012 and started experiencing groin pain onset (B)(6) 2019. Additional information has been requested.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted on (B)(6) 2012. Fixation of the stem (warsaw) was done with wires. Subsequently, it was reported that the patient started experiencing groin pain onset (B)(6) 2019. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that patient was implanted on (B)(6) 2012. Fixation of the stem (warsaw) was done with wires. Subsequently, it was reported that the patient started experiencing groin pain onset (B)(6) 2019. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).